Event description:
It has been reported to co that the guide catheter kinked while attempting to pass iliac bifurcation. Catheter was unable to be removed. Pt was sent to surgery, where a vascular surgeon removed the catheter under local anesthetic. Patient is fine.